Manufacturer narrative:
Pt info: information unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial #: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If explanted; give date: no explant date, as the device remains implanted. Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) was not returned for analysis, as the lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a scratch on the anterior surface of the lens, which was noticed after the iol was implanted. The iol remains implanted. There was no patient injury reported. No additional information was provided to johnson & johnson surgical vision.